Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. The reported foot separation, guide separation and bends were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that a foot separation, guide separation and bends on the proglide device occurred during use of the device. The foot and guide separated inside the patient anatomy during removal of the device. The method used to retrieve the separated foot piece was not provided; however, it was confirmed that the separated foot piece did not remain in the patient anatomy. The separated guide/sheath portion was above skin level and was simply pulled out. No resistance was noted during advancement or removal of the proglide device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7f sheath relative to a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, a suture break occurred during knot advancement. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.